Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit did not have an unlocked lcd keypad connector. However, the unit had intermittent act and down arrow buttons due to a flattened dome switch. The unit had a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 473 mg/dl. During troubleshooting, the customer had a keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.